Event description:
It was reported that during a pre-operative check of the implantable neurostimulator (ins), no communication was obtained when initiated with the clinician programmer. It was noted that the message "detected device not supported by this version of application card. Contact technical services" was displayed on the clinician programmer. Trying to initiate the ins with different clinician programmers obtained the same result. The ins was not implanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Final device analysis for the ins revealed the programming interrogation was interrupted. Partially filled 1k block memory. The ins had telemetry, but "message 27" appeared and no further programming could be done. After resetting the 1k block memory in the ins, normal telemetry and programming was restored.

Manufacturer narrative:
Clinician programmer: model 8840, serial (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.